Event description:
It was reported that the device was explanted after implant duration of approximately 2.2 months, due to endocarditis. The source of the infection was urinary tract infection and sepsis. Per the operative report: "the patient had tremendous vegetation burden coating the wall of the left atrium, left ventricle, and the valve. The valve was excised and there was vegetation throughout the annulus. All of the visible vegetation throughout the ventricle and the atrium were debrided." Another 27mm edwards valve prosthesis was implanted. "The patient was brought to the ICU in stable condition having tolerated the procedure well."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.